Manufacturer narrative:
D10: (B)(6), 300-30-09 - equinoxe preserve stem 9mm. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6), 320-31-36 - glenosphere, 36mm. (B)(6), 320-35-01 - small glenoid plate. (B)(6), 321-52-07 - 3.2mm drill bit sterile. (B)(6), 321-52-09 - 3.2mm k-wire, trocar tip. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 4 years and 9 months post the initial reverse total shoulder arthroplasty, the patient presented to the surgeon's office with complaints of pain and stiffness in their right shoulder. Upon examination and x-ray imaging it appears there are changes around the glenoid implant, indicating bone loss and possible loosening of the glenoid baseplate implant. There are changes and bone resorption shown around the humeral stem as well. The patient was scheduled for a revision right total shoulder arthroplasty with removal of implants and reimplantation of a stable reverse construct. The patient was revised and the original humeral tray, liner, glenosphere, glenosphere screw, peripheral screws and caps, and the baseplate were removed. The humeral stem was well fixed and was retained. The shoulder joint and bone were debrided and prepped for re-implant of a competitor's reverse glenoid baseplate and glenosphere. An exactech humeral tray and liner were implanted on the retained stem and matched to the size of the competitor 36mm glenosphere. The patient left the operating room stable.